Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by daughter, that patient is hospitalized due to her heart rate dropping more than usual. It was noted that patient got their vns replaced and leads cut back from her old device. Diagnostics are seen to be okay. The explanted generator has not been received to date. The physician claimed this reported bradycardia was due to vns stimulation. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event; corrected information; initial MDR inadvertently omitted information known prior to submission. D6a. & #: 38; d6b. Device implant and explant date; corrected information; initial MDR inadvertently included incorrect information.

Event description:
The reported arrhythmia did not result in replacement. The reported arrhythmia occurred after the device was already replaced. The device remains implanted in the patient. No other relevant information has been received to date.